Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery test. No motor error alarm noted. Motor passed motor test. Button error alarm due to corroded keypad traces. Pump received with cracked case at display window corners, reservoir tube, reservoir tube lip, minor scratched and cracked display window, missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 137 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.